Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened escape and act button dome switches. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer's father stated the act button was not working, which subsequently caused high blood glucose levels for the customer. The customer's blood glucose was 300 mg/dl. The customer had been treating herself with an insulin pen. Troubleshooting was done. The customer's father was unaware if the insulin pump was dropped or not. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.